Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported insulin flow block alarm, sensor updating alert. The customer reported blood glucose value at the time of event was 500 mg/dl. The customer was treated hyperglycemia with manual injection. The event involved product(s) mmt-1884l, mmt-7040a, mmt-242a, mmt-332a. Troubleshooting was not performed for insulin flow blocked alarm, as the event was resolved in the past. Troubleshooting was partially performed for hyperglycemia. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was partially performed for sensor alerts. No further patient complications were reported. No product return is required for mmt-1884l, mmt-7040a, mmt-242a, mmt-332a.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and dat of 0.0873 inches. Pump communicated and calibrated properly with test guardian link transmitter [4]. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter [4] and no lost connection noted during testing. No sensor updating alarms during testing. No alerts/anomalies/alarm noted during test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025 20:57:54.000 during bolus, (B)(6) 2025 21:03:10.000 during basal, (B)(6) 2025 21:08:16.000 during basal and (B)(6) 2025 21:13:04.000 during basal found in the pump downloaded history. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.